Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient mentioned they had parkinson¿s and their dbs device was not working. They advised the patient to please contact their clinician and rep for further assistance. The issue had not resolved, and no surgical intervention had taken place. There were no further complications reported.